Event description:
It was reported that the device was explanted and replaced due to premature battery depletion.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. A longevity calculation was performed, and the battery depletion was normal based on the device usage.